Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On the same day as the onset, the patient was hospitalized for the event. The cause of peritonitis was not reported. On an unreported date the patient began treatment with unspecified antibiotics (dose, frequency and route of administration not reported) for peritonitis. Three weeks after the onset of peritonitis, the antibiotic treatment was withdrawn and the patient recovered from the event. At the time of this report, pd therapy was ongoing. No additional information is available.